Manufacturer narrative:
The reported event of a cupped, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer cribriform was selected for a procedure. The physician was deploying the device in the left atrium and observed that the left atrial disc of the device was tuliped or cupped rather than being flat. The device was recaptured and was prepared again and the device did not form correctly. The physician successfully completed the procedure by using another 25mm amplatzer cribriform.